Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked before use, and the septum was found to be loose. The following information was provided by the initial reporter, translated from chinese to english: "at 12:10 on (B)(6) 2019, the nurse found a leak in the o-syte when the patient was replaced with a o-syte. The septum was found to be not tight, and the patient was replaced with a q-syte."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked before use, and the septum was found to be loose. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 12:10 on (B)(6) 2019, the nurse found a leak in the o-syte when the patient was replaced with a o-syte. The septum was found to be not tight, and the patient was replaced with a q-syte."